Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The reported blood glucose reading was 220 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir and no delivery alarms in the alarm history. Reviewed the bolus history, and the caller stated that there was a recorded bolus of 12.40, but states that the customer watched the delivery and only received 12 units. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.